Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had no delivery alarms, buttons are not responding and insulin is squirting out when priming. The customer¿s blood glucose level was unknown at the time of incident. Customer does not want a call back. No further details are given.